Event description:
It was reported the patient tested his blood glucose around 2 pm and received a result of 285 mg/dl based on which he took 5-6 units of humalog insulin. The patient stated that he may have over delivered on insulin based on a false high result. Around 4 pm he went into the pool and around 4:05 pm he started feeling shaky. He got out of the pool at around 4:10 pm and asked his wife for his meter and glucose tablets. His wife retrieved the tablets for him. He tested three times with the aviva meter around 4:30 pm and obtained following results within 5 minutes: 295 mg/dl, 385 mg/dl and 249 mg/dl. As he was feeling shaky he tested on his wife's contour meter obtaining a result of 54 mg/dl. He felt the 54 mg/dl was correct because he had hypoglycemia symptoms, feeling very shaky. After about 15 minutes after taking the glucose tablets, he started feeling well and recovered.